Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter rec'd and evaluated the device. The reported symptom downstream occlusion was confirmed and reproduced. The downstream sensor reading with a loaded set were found to be out of specification. As a result, the downstream sensor was replaced.

Event description:
It was reported that a pump was alarming for a downstream occlusion. There was no patient involvement.